Manufacturer narrative:
Additional information: there was a reported delay to the procedure of less than 1 hour due to this issue. Patient weight now provided.

Manufacturer narrative:
Patient weight not available from the site. A medtronic representative went to the site to test the equipment. The representative reported that the dvi connector was loose on the imaging system. To resolve the issue, the connection was tightened. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A site representative reported that, while in a spinal fusion, the viewing station of the imaging system would not power on. The line power light was illuminated. The gantry was around the patient when the reported issue occurred. Switching the power button for the viewing station of the imaging system did not resolve the reported issue. The surgeon opted to complete the procedure without the use of the navigation system. The surgeon opted to complete the procedure without the use of the imaging system. No additional information was provided. There was no impact on patient outcome.